Manufacturer narrative:
Additional information: based on the received information, a migration of the active electrode out of cochlea has been confirmed by the surgeon. Additionally an infection was noted by the surgeon, however a review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. A surgery is planned but a date has not been scheduled yet.

Event description:
The patient had no access to sound with the device. Middle ear infection and extrusion of the electrode were confirmed by the surgeon. Re-implantation is planned but no date has been set.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Reportedly, also facial nerve stimulation was present, this probably contributed to the lack of benefit. As the electrode has been damaged due to an external mechanical impact, a weakened electrode fixation which led the electrode migrate out of cochlea seems also likely. In addition, an infection was noted by the surgeon; however a review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. This is a final report.

Event description:
The patient had no access to sound with the device. There was no report of accident or trauma received. Middle ear infection and extrusion of the electrode were confirmed by the surgeon. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was not able to hear. In situ measurements showed 11 electrode channels in high impedance status. Previous measurements performed in september 2015, were within normal limits. The patient is having facial twitches. As per surgeon, the electrode has migrated in the middle ear and the middle ear is infected.